Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent additional information be provided.

Event description:
It was reported that since this left ventricular (lv) lead had been dislodged in the right ventricle, a new left ventricular (lv) lead has been implanted. The lead will not be returned because it was accidentally discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that, since this left ventricular (lv) lead had been dislodged in the right ventricle. After dislodgement was observed, the lv lead was deactivated. A new lv lead has been implanted. The lead will not be returned because it was accidentally discarded. No additional adverse patient effects were reported.